Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-08588. It was reported that the device system was explanted from the left side due to pocket erosion and subsequent probable site infection. Purulent drainage had been observed at site during clinical visit. The patient¿s non-compliance impeded follow up treatment. The system was replaced on the right side without incident. The patient remained stable throughout.